Manufacturer narrative:
Date of event is estimated as time of end of life of device is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their scs ipg explanted and replaced on (B)(6) 2024 because the ipg was inoperable. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: d10 - concomitant medical products and therapy dates medical product should have said scs extension (x2) rather than scs adaptor (x2). Correction: d10 - concomitant medical products and therapy dates medical product should have the scs extensions implant date as (B)(6) 2014. Correction: d10 - concomitant medical products and therapy dates medical product should not have listed the scs ipg.